Event description:
It was reported that this previously capped right atrial (ra) lead was part of a system revision due to infection. Additional information indicated that the patient had endocarditis. No additional adverse patient effects were reported. This previously capped lead was explanted.